Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found the active wash station drip well was clogged and cracked fittings were present. The fse also found dripping from the cap piercer probe following washing. The active wash station was replaced to resolve the leaking issues. Identification of failure mode: the failure mode was the active wash station; the wash station drain was obstructed and cracked fittings were found. (B)(4).

Event description:
Customer reported a leak due to the overflow by the wash well, resulting in dried wash buffer buildup on the wash tower of the unicel dxc 600i synchron access clinical system. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.